Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to remove the cartridge, inspect it, and clean the pump's pneumatic tap area. After following the instructions and ensuring everything was snapped into place, the customer successfully completed the load process and resumed insulin delivery.